Manufacturer narrative:
The MDR on the liberty cycler was sent in error. The device allegation against the cycler is of the non-reportable variety.

Event description:
A peritoneal dialysis patient reported being overfilled by the cycler on (B)(6) 2017. The patient reported feeling overly full and bloated to the point it was difficult to breathe. The cycler will be replaced. Upon follow up with the patient's nurse it was stated that the patient experienced shortness of breath due to fluid overload due to cycler issue. The patient did not require any medical intervention. The patient was educated on how to perform a continuous ambulatory peritoneal dialysis treatment. The patient drained the fluid manually and was immediately relieved.

Manufacturer narrative:
Plant investigation: the actual device was returned to plant manufacturing for investigation. A simulated treatment was completed without any failures or problems occurring. A system air test leak passed. A valve actuation test passed. The load cell verification was within tolerance. The internal, visual inspection of the received cycler unit encountered no discrepancies.

Event description:
A peritoneal dialysis patient reported being overfilled by the cycler on (B)(6) 2017. The patient reported feeling overly full and bloated to the point it was difficult to breathe. The cycler will be replaced. Upon follow up with the patient's nurse it was stated that the patient experienced shortness of breath due to fluid overload due to cycler issue. The patient did not require any medical intervention. The patient was educated on how to perform a continuous ambulatory peritoneal dialysis treatment. The patient drained the fluid manually and was immediately relieved.